Manufacturer narrative:
Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that the stent was pushed in a distal direction on the balloon; stent struts were bunched and overlapping at distal end of balloon. The undamaged proximal section of the crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. Stent damage most likely occurred during advancing attempts. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. Stent crimp markings were present on the exposed proximal section of the balloon body. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. A hypotube break at 3 mm from the distal end of strain relief. The types of damages noted are consistent with excessive pressure being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found that the port weld was stretched on the distal side of weld and the top of weld appeared torn. It was also observed that the inner shaft polymer extrusion was twisted and stretched 2 mm distal from the bi-component bond. The types of damages noted are consistent with excessive pressure being applied to the delivery system. The bicomponent bond showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID: (B)(4).

Event description:
It was reported that catheter removal difficulties and stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion was located in the left anterior descending (lad) artery. An extra back-up non-bsc catheter was used to cannulate the left main. After a non-bsc guide wire crossed the lesion, without pre-dilation a 3.00x32mm promus element¿ drug-eluting stent was advanced and subsequently encountered resistance. The stent could not be advanced distally or withdrawn proximally. The system was withdrawn completely, however, the stent was crumbled and was distally distorted over the balloon. The procedure was completed with another 3.00x32mm promus element¿ drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties and stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion was located in the left anterior descending (lad) artery. An extra back-up non-bsc catheter was used to cannulate the left main. After a non-bsc guide wire crossed the lesion, without pre-dilation a 3.00x32mm promus element¿ drug-eluting stent was advanced and subsequently encountered resistance. The stent could not be advanced distally or withdrawn proximally. The system was withdrawn completely, however, the stent was crumbled and was distally distorted over the balloon. The procedure was completed with another 3.00x32mm promus element¿ drug-eluting stent. No patient complications were reported.